Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. Reporter states that she had a right knee replacement done on 2013 and suffered from severe pain from day one of the implant. She says the persistent pain for more than four years with the fact that she could not bear weight on that knee, pushed that husband and her to see another doctor. In 2017, she was seen by an orthopedic doctor who took an x-ray of the knee per the result of the x-ray, she was advised to immediately see another doctor for possible revision as was told. On 2018, she had a revision done and was told by the doctor who did the revision that the previous implant was not well cemented. Doi: (B)(6) 2013 : dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
(B)(4) investigation summary : the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.